Event description:
Procedure: inguinal hernia repair. According to the report: the patient operation was in 2006, for an inguinal hernia repair. The customer reports that some time after the procedure, (no further information) the patient fainted; he needed a re-operation, as apparently a tack did not hold and became stuck in the colon, causing a loss of blood and the colon to be torn (there is no further information provided between the described incident and the date of notification; the notification only states that patient injury was reported).